Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present in the distal conductor (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, high impedance numbers were observed and no capture. The physician suspected a possible break in the insulation. Consequently, this device was removed and replaced without incident. No patient complications have been reported as a result of this event.